Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: c6tr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead defibrillation coil. The lead is still in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead superior vena cava (svc) coil and rv coil impedance had variation.